Manufacturer narrative:
The customer stated "the lift is not charging the battery. Per customer when they plug the control box to charge the battery nothing lights up and nothing is showing up in the screen". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported "the lift is not charging the battery".